Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempts. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).